Event description:
The customer reported the sys intermittently displayed dark images. Also, there was no connection between the workstation and the c-arm. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and cables were reseated. The sys was then found to be operating as intended.